Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's implantable cardioverter defibrillator, it was noted that the patient received inappropriate therapy due to episodes of post sensed t-wave oversensing. Programming changes were made. The patient's condition was stable throughout the event and will continue to be monitored.